Manufacturer narrative:
Insulin pump received with no menu button, select, up arrow, down arrow, right arrow, left arrow, return button response due to corroded keypad traces. Unable to perform the self test or displacement test due to corroded keypad traces.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the stuck button alarm. Customer¿s blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.